Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient was reported hospitalized with diabetic ketoacidosis and was treated with intravenous insulin. The patient reported that when attached intravenously, blood glucose levels were under control; however, on the insulin pump the patient's blood glucose levels were reportedly elevated. The patient reported that all settings were as desired. The patient reported changing the site and set without blood glucose levels resolving. The patient reported that the pump did not seem to be delivering insulin when doing an air bolus or prime. The patient's doctor reportedly requested a replacement pump before the patient could be discharged. This report is made based on the allegation that the patient was hospitalized with diabetic ketoacidosis while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.